Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin were harder to press. Customer¿s blood glucose level was unknown. Customer also reported that the motor was a little quieter sometimes, had random and unexplained no delivery alarms and crack on the side of the insulin pump, which made it hard to tighten the battery cap. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify transmitting sensor due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act. Device received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.